Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the transfer set and the patient line of the homechoice cassette. This occurred during drain three of four of peritoneal dialysis therapy. The hp confirmed that they tightened the connection before therapy started. The patient stated that there was no leak or damage noted on the transfer set. Renal therapy services (rts) assisted the patient in removing the cassette and advised to reach out to their nurse regarding the issue. Proper procedures per the user manual were reviewed with the patient. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.